Manufacturer narrative:
Additional information was provided in section b5 describe event or problem.

Event description:
It was reported that during preparations for a farapulse procedure, foreign material was observed inside the sterile packaging of a faradrive sheath. Per the provided image, the sterile seal was still intact, and the foreign material was loose and not imbedded in the device. The sheath was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device has been returned for analysis and investigation is still in progress. It was further reported that there was no damage noted to the sterile packaging or external box.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparations for a farapulse procedure, foreign material was observed inside the sterile packaging of a faradrive sheath. Per the provided image, the sterile seal was still intact, and the foreign material was loose and not imbedded in the device. The sheath was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.